Event description:
It was reported that this electrode had dislodged shorty after implant. The dislodgment was confirmed via x-ray images and pre-discharge. A revision was planned to reposition the electrode. Subsequently a revision took place, and the electrode was repositioned and defibrillation testing was performed with good results. No further changes were made. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode had dislodged shorty after implant. The dislodgment was confirmed via x-ray images and pre-discharge. A revision was planned to reposition the electrode. Subsequently a revision took place, and the electrode was repositioned and defibrillation testing was performed with good results. No further changes were made. No additional adverse patient effects were reported.